Manufacturer narrative:
Event occurred in (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient used the control command on their programmer they get a call your doctor icon with an out of regulation (oor) error. The patient asked the healthcare provider (hcp) about this issue who told them they also had an error signal on their programmer. It was stated that technical services had no answer regarding the issue. It was unknown if there were any external or environmental factors that may have led to the event. There were no symptoms reported. No further complications were reported or anticipated.